Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of seizure with subsequent hospitalization for diabetic ketoacidosis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and utilization of the liberty select cycler. The cause of the patient event was attributed to diabetic ketoacidosis as the patient is non-compliant with checking their blood sugars. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s seizure with hospitalization. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with cancelling treatment and removing supplies. During the call, the contact stated that the patient had a seizure during treatment. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2020 when they experienced a seizure. The patient was transported to the emergency room (ER). At the ER, the patient¿s blood glucose was determined to be 400 and systolic blood pressure was >200mmhg. The patient experienced another seizure in the ER while their blood glucose and blood pressure were trying to be brought under control. The patient was diagnosed with diabetic ketoacidosis and was admitted to the hospital. The patient remained hospitalized. The patient is non-compliant with checking their blood sugars. The event was unrelated to use of the liberty select cycler, pd therapy or any other fresenius product(s).